Event description:
It was reported that while the surgeon was performing a lobectomy dissection during a da vinci s lung biopsy procedure, a piece of the permanent cautery spatula instrument fell into the patient. The piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument ceramic sleeve was damaged and pieces were missing. As a result, the base of the spatula is exposed. No other damage was found.